Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. It was also noted that the patient had ischemic heart condition. This right atrial (ra) lead was explanted. No additional adverse patient effects were reported.